Event description:
A malfunction alarm with code "malf 12" was reported. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the pump was under warranty and arranged to replace it. The customer was advised to switch to mdi as backup insulin therapy and instructed on how to put the pump into storage mode before returning it with a pre-paid label, which the customer understood and acknowledged.